Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump's downstream occlusion (dso) seal was lifted, the upstream occlusion (uso) seal was worn, and the lens was scratched. No issues were found in the event history log. Functional testing confirmed the dso seal degradation issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the dso seal was damaged, the uso seal was worn and the lens was scratched. The dso seal, uso seal, and lens were replaced.

Event description:
It was reported that the pump's downstream occlusion seal was degraded. Per reporter, there was no patient involved.